Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. No epc communication failures are visible on logs. Despite many tests performed by imt ag on returned parts from similar cases, the issue was still not reproducible. Investigation will be continued under I-ch-21-008. As the failure rate is within the expected range as per our risk files, decided to close this complaint.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite, downloaded logs and trend data and sent to technical support. Installed new screen/user interface assembly and verified proper operation. The software was upgraded from 6.0.13 to 6.0.19. The correct blower type was verified. Test base and verification procedures were performed. The unit is operating properly and returned to service. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e display is freezing up during patient use. Patient had to remove patient and put on different vent. And the customer confirmed that there was no patient harm reported from this event.